Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: it was reported there was foreign matter on needles. To aid in the investigation, sixteen samples in two plastic bags and six photos were provided for evaluation by our quality team. One bag had fourteen samples and the other bag with two samples. A visual inspection was performed and fourteen of the samples have no defects or imperfections. Two of the samples have a black spot on the needle. The needle was wiped with an alcohol wipe and the spot was removed. The source of this spot is unknown as the samples did not come in the original packaging conditions. The five photos provided show the samples received. A device history record review was completed for provided material number 305211, lot number 1027270. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered. H3 other text : see h.10.

Event description:
It was reported that 18 bd blunt fill needle with filters experienced foreign matter in the fluid path. The following information was provided by the initial reporter: during incoming inspection, the following issues were found: fm (dirt) on needle: dirt was found in 16 of 315 products. Fm (white dirt) on needle: white dirt was found in 2 of 315 products.

Event description:
It was reported that 18 bd blunt fill needle with filters experienced foreign matter in the fluid path. The following information was provided by the initial reporter: during incoming inspection, the following issues were found: fm (dirt) on needle: dirt was found in 16 of 315 products. Fm (white dirt) on needle: white dirt was found in 2 of 315 products.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.